Event description:
Customer reported that when the physicians arrived in the department, they saw that the machine was in priming mode. So, they switched off the machine. The nurse remembered that she wanted to override the audible alarm and that she could have pressed on stop instead of pressing on "stop of the alarm". Moreover, she recognized having started the priming sequence thinking that she was starting the machine. She did not remember which were the other choices displayed on the screen. Blood was manually returned to the patient.